Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one year and five months following the implant of this transcatheter bioprosthetic valve, the patient received paravalvular leak (pvl) closure treatment. The onset date of the patient's moderate paravalvular leak (pvl) is unknown. Prior to valve implant, the device had been inspected prior to use and a pre-implant balloon aortic valvuloplasty (bav) was performed due to severely calcified patient anatomy. No additional adverse patient effects were reported.